Manufacturer narrative:
The device was returned for investigation. It was confirmed- no damage found to the device and no non-conformities were identified or reported during the inspection of the device. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient's artery condition was noted as having moderate anterior wall calcium. The root cause of the partial occlusion is likely from a piece of plaque that was dislodged during the procedure. The IFU was reviewed and confirmed to list: procedure preparation: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr procedure, post manta deployment, angio showed 60% occlusion of cfa (left). Balloon pta followed by self expanding stent placement. Outcome to patient had no issues, discharged next day, no bleeding complications throughout hospital stay.